Event description:
It was reported that the patient implanted with this pacemaker experienced pre-syncopal episodes. A health care professional (hcp) contacted technical services (ts) with questions regarding the sudden brady response (sbr) feature. Programming options were discussed for optimization and programming changes were made to the sbr feature. Approximately three years later, the patient experienced syncopal episodes. Programmed settings for sbr were felt to be aggressive, and caused atrial undersensing, which, led to an atrial pace and activation of the sbr feature. The hcp planned to schedule an in-clinic follow up to make programming changes to atrial sensitivity. No additional adverse patient effects were reported. This device remains in service.